Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to corroded keypad traces. The pump was received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the act button is not responding well. Customer stated that he has to push it really hard or more than once to get it to activate. Customer stated that he was playing tennis and removed the pump. Customer noticed the delayed response in the keypad buttons. Customer mentioned that it was really hot and humid over the weekend. Customer stated that the keypad was locking up and he removed the battery. When he reinserted the battery, it changed from being locked but it was still resistant in the keypad response. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.